Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Boston scientific received information that during a routine device check, the patient implanted with this pacemaker and right ventricular (rv) lead experienced a syncopal episode. It was noted the rv lead was previously programmed to unipolar pacing. A pause in pacing was noted for four seconds at which point the patient experienced syncope. There was a concern oversensing occurred due to the lead being programmed to unipolar pacing and the sensitivity being at .5 millivolts. The patient was transported to the hospital. The following day, an invasive procedure was performed. The device was explanted and the lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.